Event description:
St. Jude medical was notified that the ICD was explanted when early battery depletion was observed after being implanted for 33 months. No diagnostics or device charge history were available to determine if this is normal behavior.